Event description:
The customer was hospitalized for high blood glucose and viral infection. Troubleshooting was performed. The family member stated that the basal rate was at 0.0u. The alarm history revealed a low reservoir alarm. Also the family member mentioned that the device had blank display three times in a month.